Event description:
According to the reporter: today we used a oms-t10bt trocar and it would not allow the syringe to blow up the balloon. The surgeon tried to reapply the syringe several times with no luck. The product seemed to be defective.

Manufacturer narrative:
(B)(4). Date of initial report sent: may 23, 2014.